Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pfna (proximal femoral nail antirotation) blade blocked in the impactor. The impactor and the pfna blade were sticking together. It was impossible to remove causing the breakage of the aiming arm and the protection sleeve due to overstraining. Another lfn (lateral femoral nail) was used for implantation. An undefined surgical delay was reported as a surgical delay (x4). This report is for 4 of 4 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis part# /lot# combination cannot verified, therefore a review of the device history recorded could not be completed. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation reports, the relevant dimensions cannot be verified anymore due to the extreme damages and as the buttress is stuck on the sleeve. Therefore, this evaluation is indeterminate from a manufacturing standpoint. The damages at the sleeve are extreme, some were caused by hammer blows and some were caused by the excessive use of a pliers. Below the threaded part the deformations are that strong that the inner diameter of the sleeve is affected, which has the effect that the blade together with the impactor are very rough-running in the sleeve. Afterwards it is impossible to determine when these damages did occur, before, during the insertion or during the extraction of the blade. During the investigation it was found that the last two digits of the lot number are not fully visible anymore as there are hammering marks on the numbers. With a 10x loupe and the help of the erp system it was possible to identify the lot 8185682. This lot of (B)(4) pieces was manufactured in december 2012 and there are no other complaints for this article- and lot number. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.